Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our germany affiliate during a transfemoral transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 ultra valve there was resistance when inserting the 23mm commander delivery system (ds) through the 14f esheath+, there was also damage or a kink while inserting the valve and a bent strut occurred. The valve exited the tip of the sheath and was implanted in the intended position. The ds was withdrawn through the sheath and after withdrawal there was a bulge at the semi-expandable portion where the loader ends. A dissection of the right common femoral artery occurred during insertion and no intervention was required. A follow up is planned to monitor the injury, the patient is in stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was received and reviewed; imagery showed one strut appeared to be bent outward, approximately 180 degrees at the inflow side and one strut remained bent outward at inflow side post valve deployment. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures, such as valve frame damage or compromised sheath and delivery system components, as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The complaint for frame damage was confirmed based on relevant imagery provided. Available information suggests patient factors (tortuosity) and/or procedural factors (excessive device manipulation) likely contributed to the event. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.